Event description:
It was reported that during an interrogation of the implantable cardioverter defibrillator (ICD), the patient stated the ICD had delivered approximately 12 inappropriate shocks for atrial flutter several years ago. The patient had originally gone in for a changeout due to the device beeping and reaching end of life (eol). The patient did not want to changeout the device and stated that the inappropriate shocks occurred soon after the device was implanted. The physician and patient elected to leave the device implanted and let the device run out of battery as therapies were turned off years ago. The device remains implanted in the patient's body. No adverse patient effects were reported.